Event description:
PICC placed by IV team, fragment of sherlock wire in pulmonary artery during x-ray 4.5 cm. The wire was discovered when they took the post-PICC placement x-ray. The pt was experiencing vague sharp chest pain. The wire was removed from the pt using a snare procedure. The pt has no lingering effects form this event.

Manufacturer narrative:
The complaint of a break in the tls stylet is confirmed. The complaint sample was returned in two sections. The proximal section contains the tls stylet wire and yellow pull tab. Along the length of the proxima section multiple bends are observed. Evidence of multiple bends in the wire may suggest the complainant had difficulty during the placement procedure. Gross and microscopic examinations show a break in the polyimide blue shrink tubing and separation of the magnets. The brakes is located at the distal end of the proximal section. The distal tip is irregular and the orifice of the polyimide is slightly compressed. The proximal end of the distal section exhibits a break in the polyimide and blue shrink tubing gross and microscopic examinations reveals an exposed magnet. The broken distal end of the proximal section corresponds in location to the exposed magnet, located at the proximal end of the distal section. At the distal end of the distal segment the epoxy tip is undistinguishable. The distal tip is jagged irregular and is compressed. A lot history review (lhr) of rexj0194 showed no other similar product complaint(s) form this lot number.